Event description:
The customer reported a leak from the pinch valve (pv1) of the lh 500 hematology analyzer. The customer stated that approximately 0.5 milliliter of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no report of change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). The customer evaluated the instrument and observed a broken rubber membrane on pinch valve pv1 which was causing the leak. The customer replaced pv1 and the instrument ran without any further leaks. A field service engineer (fse) was not dispatched to the customer's site as the customer had resolved the leak. (B)(4).